Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro did not cauterize during ligation. They unplugged everything and plugged it back in but still did not work. They switched the cable and the hemopro still did not work. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.